Event description:
On 01/05/2024, infutronix received a report that a pump had an unknown issue, causing loss of infusion parameters. The patient stated that penn med doctors did something to her on her intubation and extubation and the following day she had to go to the ER for nutritional support as she couldn't swallow. She was admitted and stayed for 2 weeks. Patient was home now, but still on a peg tube and still unable to swallow. Requested device to be returned for further evaluation.

Manufacturer narrative:
Upon review the unknown device cannot be located because there is no information provided with this device like serial number and lot number. This MDR will be reopened and updated in the event the device involved or additional information becomes available.